Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified right anterior tibial artery. A 2.50mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, the balloon was inserted after the sheath was inserted and the guidewire crossed the lesion part. However, the balloon ruptured at 6atm upon first inflation and was removed without any problem using the normal method. The inflation was then performed separately using a high-pressure balloon and since a good inflation was obtained, the procedure was completed. There were no complications reported and patient was in good condition post procedure.

Manufacturer narrative:
Initial reporter city: (B)(6).